Event description:
It was reported that at the last clinic visit in (B)(6) 2023 the battery of this device showed eighteen months remaining. Most recently in (B)(6) 2024 the battery showed three months remaining with no obvious increase in consumption. Premature battery depletion was alleged and additional review by technical services (ts) was needed. The patient was not pacemaker dependent, and pacing impedance, thresholds and outputs remained unchanged, and no significant episodes stored to give insight into the current drain. A review of the device data by engineering confirmed that the device was depleting normally. Engineering was not able to confirm the observation of longevity in may 2023 but the power was stable and the battery voltage was tracking as expected. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that at the last clinic visit in (B)(6) 2023 the battery of this device showed eighteen months remaining. Most recently in (B)(6) 2024 the battery showed three months remaining with no obvious increase in consumption. Premature battery depletion was alleged and additional review by technical services (ts) was needed. The patient was not pacemaker dependent, and pacing impedance, thresholds and outputs remained unchanged, and no significant episodes stored to give insight into the current drain. No adverse patient effects were reported. The device remains implanted.